Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: outflow graft serial or lot#: (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and the associated outflow graft (lot 1001873735) were not returned for evaluation. Log file analysis revealed several slight decreases in power consumption and estimated flows beginning on (B)(6) 2022. Additionally, 34 low flow alarms were logged within the analyzed period. As a result, the reported low flow event was confirmed; however, the reported outflow graft compression could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and the available information, possible causes of the low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Per the instructions for use, worsening heart failure, renal dysfunction, bleeding, and infection are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the emergency room for an implantable cardioverter defibrillator (ICD) discharge and low flows.  The patient also had nausea, vomiting, diarrhea and dizziness.  Upon evaluation it was found the patient had a clinical presentation of fatigue, dyspnea, worsening left and right heart failure symptoms and volume overload.  An echocardiogram was done which was concerning for probable severe mitral regurgitation and worsening tricuspid regurgitation. Computerized tomography (CT) of the chest, abdomen and pelvis was done that showed potential outflow graft extrinsic compression. The patient received intravenous (IV) inotropes and diuretics. The patient was brought to the cardiac catheterization laboratory for evaluation of the ventricular assist device (vad) outflow graft stenosis. There was evidence of a 60-80 mmhg pressure gradient at the level of the strain relief. A pre-dilatation with a balloon was performed and atrium stent was deployed then post-dilated. The area had not been previously stented but the remainder of the outflow graft was essentially lined with atrium stents from the previous stenting. The patient was not deemed a surgical candidate for vad exchange due to chronic comorbidities and significant non compliance. The vad remains in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D1: heartware ventricular assist system ¿outflow graft, d4: model #:  1125, catalog #:  1125, serial or lot#: (B)(6), d9: no, h3: no, device evaluation anticipated, but not yet begun, h5: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient underwent a ramp study and a transesophageal echocardiogram (tee). The ventricular assist device (vad) speed increase also increased flows and showed a reduction in the difference between inflow and outflow. Tee revealed a severely dilated left ventricle with reduced systolic function, dilated right ventricle with reduced systolic function, moderate to severe mitral regurgitation, mild tricuspid regurgitation, and a significant shadowing artifact along the outflow graft and inflow. The patient had acute kidney injury and therefore did not undergo computed tomography angiography (cta). The patient underwent computerized tomography (CT) without contrast and endoscopy looking for bleeding; lower endoscopy showed minor bleeding that did not require clips or transfusion. The patient had a positive stool guaiac test, which was attributed to hemorrhoids. The patient's lactate dehydrogenase (ldh) remained normal. An echocardiogram also showed vegetation on the patient's implantable cardioverter defibrillat or (ICD) lead.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: outflow graft 1001873735 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.